Event description:
It was reported that, during surgery, the "2.9 osteoraptor anchor" was placed correctly, but the inserter got broken. The surgeon took the inserter out of the patient's body and all the broken pieces were successfully removed. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found that the inserter was returned in four separate pieces (inserter, nose cone, compression spring, and sliding ring). There are distressed fracture markings on the nose cone indicating fracture of the nose cone snaps. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during surgery, the "2.9 osteoraptor anchor" was placed correctly, but the inserter got broken. The surgeon took the inserter out of the patient's body. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.